Manufacturer narrative:
Device available for evaluation?.

Event description:
Additional information received from the account: the product packaging was discarded. The specimen fell into the patient's cavity and was retrieved with a grasper.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap appendectomy. The bag tore open upon retrieval of appendix from the patient. Patient is stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. The visual inspection of the device demonstrated a tear at the bottom of the bag. The tear was not along the seam of the bag. There were vertical stretch marks noted originating from the torn area of the bag. The metal ring had plastic remnant on it and the black shrink tubing was intact. The plunger and metal ring advanced and retracted properly. Visual* testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn bag, the reported condition was confirmed. Replication of the observed condition may occur if the bag is subjected to a pulling or stretching force, thus rupturing the seam. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.